Event description:
It was reported that, during a breast biopsy, the system displayed several error codes, including a green cable error code, that may indicate a damage or broken cable. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.